Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had constipation, back soreness, pain radiating down front and buttocks, and that controller did not go over 3.7 on the right side. It was noted that the patient had prior constipation. Patient brought stimulation down to a comfortable level. Patient complained about having to lower stimulation. Patient felt pain and discomfort when having a bowel movement. Stimulation was lowered to 1.5 and the patient did not feel any stimulation but did not attempt to raise it because patient had just lowered it. Patient felt their symptoms were worse because they were still going frequently even though they did not leak or have to change any pads. Patient switched to left lead at amplitude 2.3 and felt stimulation comfortably in their buttocks area. Patient stated that sensation from the left lead felt better. It was later reported that the patient saw the settings not available screen when they got to 3.3ma. Patient was not feeling stimulation and stated they experienced pain when having bowel movements and that w as why they thought their external neurostimulator (ens) was not working right. Patient stated their healthcare professional thought the lead on the right side may have moved. Patient started turning it off because they did not want to deal with it. Patient change d their battery with their manufacturer representative because it was low. Patient stated once they switched to the left side they felt stimulation, but it disappeared. Patient mentioned they were not sure if they ever felt stimulation when they left the trial procedure. Patient stated their symptoms improved at night and that they were not leaking at all. Patient was sleeping for several hours at a time. Patient stated that during the day they were not getting a 50% reduction in symptoms. Patient was unable to switch to right side so they remained on left side at 3.3 and did not feel stimulation. Patient felt stimulation for 2-3 hours but the controller would not let them adjust because it said stimulation was off. It was noted their device would not let them increase anymore. No further complications were reported.